Event description:
It was reported that during an unknown procedure, solid tone with error code '5'. The titanium tip was broken when re-installed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and returned. During functional testing on a generator the device gave an error code 5. The device will stop activating, and emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. The device was inspected and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.